Event description:
The customer reported that erroneous low, intermittent results, such as glucose, albumin (alb) and alkaline phosphotase (alp) results, were generated from an olympus au600 clinical chemistry analyzer for an unknown number of patients over an unknown period of time. The customer provided an example of the erroneous results obtained. A low glucose patient result with instrument generated flags was generated which upon repeat recovered higher. The higher result was regarded as valid. The erroneous results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied original and repeat reaction monitor data for the example glucose results indicated that at the point when the sample was added, the absorbance readings did not increase in the original reaction like they did in the reaction monitor for the repeat sample. No specific patient information, system information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
The customer had replaced the clot sensor, sample probe, sample syringe, and reagent syringes. Service was dispatched to the site for this event. The field service engineer (fse) cleaned the liquid level detector board. The fse ran sixty samples with no errors. A quality control assessment was completed with acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into service. The root cause was a corroded liquid level detector board.